Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked out the end of the luer lock as insulin was being filled into the cartridge. The customer did not test their blood glucose (bg) level after the event; however, stated that their bg level 114 mg/dl prior to the leaking cartridges.